Manufacturer narrative:
Although requested, the customer stated no further information is available. No products have been received for investigation, however device logs were provided and an investigation is pending.

Event description:
It was reported from the cardiac ICU that there was a nicardipine free-flow incident with large volume pump involving a (B)(6) infant patient, post-operative of left ventricular assist device (lvad) placement. The patient developed hypotension, which was managed by turning off the nicardipine and milrinone infusions, and by giving intravenous fluid volume. The patient continued to become hypotensive, then required increased epinephrine drip rate and bolus doses. The patient's chest was then opened and was taken back to or for possible right vad placement due to hypotension. The customer would like to understand if the pump delivered nicardipine drip accurately, or if there was a free flow event, stating it was difficult to tell once the pump door was opened. Specific time on (B)(6) 2021 around 1835-1850. Programming profile in use ICU 2-10kg, primary infusion in use for 8 hours. Nicardipine 200mcg/ml, weight 12.3 kg, titrated to maintain mean arterial pressures. Typically ranged from 1mcg/kg/min to 3 mcg/kg/min down to 0.5mcg/kg/min to off. Drip started around 1117 on (B)(6) 2021. Most concerning time was from around 1800-2000 with specific concerns around 1835-1846. The customer stated that the pump did not pass patient side occlusion or flow accuracy test. The volume delivered counter appears to be right, but with flow accuracy failing, the customer does not know what was actually delivered to patient. The customer also requests to understand what the event log is showing from 1835 to 1846 on (B)(6) 2021. No further information is available.

Manufacturer narrative:
Patient is an infant. Diagnosis: cardiomyopathy, post-op for left ventricular assist device (lvad) placement. The report of a nicardipine free flow event was not confirmed. Log analysis results: the pcu event log shows pump module s/n: (B)(6) was programmed to infuse nicardipine drip 0.2mg in 1ml weight-based dosing (drugid 248) at 10:02 am on (B)(6) 2021. The user entered 1mcg/kg/min for the dose, which made the rate 3.7ml/hr and then paused the infusion. At 10:03 am, the user started the infusion and then paused again after 16 seconds. At 10:04 am, the user enabled anesthesia mode. Between 10:04 am and 11:16am, the user kept silencing the alarm, due to the unit being paused. At 11:17 am the user started the infusion. At 11:19 am, the user changed the dose to 2mcg/kg/min, which changed the rate to 7.4ml/hr and started the infusion. At 11:26 am, the user changed the dose to 3mcg/kg/min, which changed the rate to 11.1ml/hr and started the infusion. At 12:18 pm, the user changed the dose to 2mcg/kg/min, which changed the rate to 7.4ml/hr and started the infusion. At 1:24 pm, the user changed the dose to 1mcg/kg/min, which changed the rate to 3.7ml/hr and started the infusion. At 1:57 pm, the user changed the dose to 0.5mcg/kg/min, which changed the rate to 1.8ml/hr and started the infusion. At 2:17 pm, the system was placed on dc power, which disabled anesthesia mode. At 2:37 pm, the user selected softkey 13 to address the anesthesia mode power source pop-up. At 3:44 pm, the system was placed on ac power. At 4:29 pm, the user changed the dose to 1mcg/kg/min, which changed the rate to 3.7ml/hr and started the infusion. At 6:34 pm, the user changed the dose to 0.5mcg/kg/min, which changed the rate to 1.8ml/hr and started the infusion. At 6:35 pm, the device was channeled off. At 6:42 pm, the device alarmed for flo stop open for 4 seconds. The user then programmed a basic infusion to run at 75ml/hr with a vtbi of 150ml. But did not complete the programming. At 6:43 pm, the user selected restart, but this is an invalid keypress since the device was in the middle of being programmed. The user then selected start and the basic infusion running at 75ml/hr was started. At 6:44 pm, the device alarmed for patient side occlusion. The device then alarmed for flo stop open for 2 seconds and then the door was opened. At 6:46 pm, the device alarmed for check IV set and then channeled the device off. The volume recorded as being infused during this period was 33.99ml. The root cause of the reported nicardipine free flow event was not identified. A review of the device history record showed the device had a manufacture date of 01 may 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n 14079145 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n: (B)(6)which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from the cardiac ICU that there was a nicardipine free-flow incident with large volume pump involving a 19 month old infant patient, post-operative of left ventricular assist device (lvad) placement. The patient developed hypotension, which was managed by turning off the nicardipine and milrinone infusions, and by giving intravenous fluid volume. The patient continued to become hypotensive, then required increased epinephrine drip rate and bolus doses. The patient's chest was then opened and was taken back to or for possible right vad placement due to hypotension. The customer would like to understand if the pump delivered nicardipine drip accurately, or if there was a free flow event, stating it was difficult to tell once the pump door was opened. Specific time on (B)(6) 2021 around 1835-1850. Programming profile in use ICU 2-10kg, primary infusion in use for 8 hours. Nicardipine 200mcg/ml, weight 12.3 kg, titrated to maintain mean arterial pressures. Typically ranged from 1mcg/kg/min to 3 mcg/kg/min down to 0.5mcg/kg/min to off. Drip started around 1117 on (B)(6) 2021. Most concerning time was from around 1800-2000 with specific concerns around 1835-1846. The customer stated that the pump did not pass patient side occlusion or flow accuracy test. The volume delivered counter appears to be right, but with flow accuracy failing, the customer does not know what was actually delivered to patient. The customer also requests to understand what the event log is showing from 1835 to 1846 on 02/11/2021. No further information is available.